Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb charger cable was bent and could not be used to charge the pump. Tandem technical support sent the customer a replacement usb charger cable to address the issue. Customer's blood glucose level was 130 mg/dl.